Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, dysuria, incontinence, pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient began experiencing bladder pain along with urinary incontinence. For the past two days, urination has been painful and the symptoms are ongoing. The patient visited a primary care physician and was prescribed antibiotics, but these did not resolve the issue. The patient has not gone to the ER or urgent care but was advised to follow up with their provider. At the time of reporting, the patient did not have the remote control available to check stimulation settings. The issue remains ongoing. The patient has yet to follow up.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient began experiencing bladder pain along with urinary incontinence. For the past two days, urination has been painful and the symptoms are ongoing. The patient visited a primary care physician and was prescribed antibiotics, but these did not resolve the issue. The patient has not gone to the ER or urgent care but was advised to follow up with their provider. At the time of reporting, the patient did not have the remote control available to check stimulation settings. The issue remains ongoing. The patient has yet to follow up.